Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instruction from technical support, which included inspecting and cleaning various pump components, removing debris, and successfully reattaching and loading the cartridge, allowing insulin therapy to resume.